Event description:
Literature was reviewed regarding delivery catheter-based and stylet-based right ventricular septal pacing. The authors described patient deaths; the causes of death were heart failure. There is no allegation of device-death relatedness indicated in the article. There were patients who developed pacing induced cardiomyopathy, new onset atrial fibrillation (af), and patients who were hospitalized due to heart failure. The status of the devices and leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: mid-term outcomes of delivery catheter-based and stylet-based right ventricular septal pacing: follow-up results from a multicenter, prospective, randomized study. Journal of arrhythmia. 2024; 00:1¿9. Doi: 10.1002/joa3.13034. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.